Event description:
Patient reports a fall in the fiving room after tripping over the walker while attempling to stand from the sofa. Patient sustained a left hip fracture. There is no indication the device malfunctioned, this is alleged user error.